Event description:
It is reported that patient presented with broken screw from permanent restoration. The implant was removed. Tooth 3 (universal).

Manufacturer narrative:
Zimvie complaint (B)(4). Patient weight is not provided / unknown. Brand name is not provided / unknown. Catalog number and lot number are not provided / unknown.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to report additional and corrected information. The following sections are being reported: d9: device availability was correct. H2: if follow-up, what type h3: device evaluated by manufacturer h6: type of investigation h6: investigation findings h6: investigation conclusions h10: additional narratives/data. The concomitant item (implant) was returned for investigation and the reported event (fracture screw) could not be verified since the reported item (screw) was not returned. Based on the evaluation, the device malfunction could not be verified. Additionally, there is no existing nonconformance/CAPA/hhe/d/ie/product holds against the reported devices that could cause or contribute to the reported event. Monthly post market trending review identified no adverse trends or corrective actions for the reported events or device. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the products were within specifications and conforming when they left zimvie. DHR review could not be performed for the screw since the lot number was unknown. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. DHR review was completed for the concomitant subject (implant) lot number. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review could not be performed for the screw since the item/lot numbers were not available. Complaint history review of the concomitant subject (implant) lot number was performed for similar event and revealed no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product. The reported event is related to the functional performance of the device and cannot be recreated due to the nature of the alleged event. A definitive root cause could not be identified. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimvie will continue to monitor for trends. H3 other text : no item or lot number available.